Event description:
It was reported the sheath was defective. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a watchman laa closure device & delivery system (wds) was selected for use. Due to a very shallow left atrial appendage, it was difficult to meet position, anchor, size and seal (pass) criteria. Approximately 2.5 hours after the procedure began, the physician noted that the operability of the was sheath had deteriorated. The physician suspected possible heat sagging (thermal deformation) had occurred. The was replaced with a new one, and the procedure was completed. There were no patient complications or harm reported.